Manufacturer narrative:
The investigation revealed the following: the instrument logs were analysed by the lbs engineer, quality assurance. The incident was most likely caused by a single brief air leakage. The problem could not be reproduced during the field service engineer visit at customer site. The instrument logs did not show any errors during the processing. The reagent concentrations measured through the internal hydrometer and reported in the logs did not present any critical issues and seem to be in line with a correct processing procedure. The customer confirmed that the device has been working correctly since the incident, and that sample processing has been according to expectations since.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2024 leica biosystems received the confirmation, that the customer experienced suboptimal tissue processing on their asp6025 s, tissue processor. As a result the tissues were undiagnosable, and a rebiopsy for 3 patients was recommended.